Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the there was blood observed at the infusion set site on multiple occasions. Reportedly, customer experienced elevated blood glucose (bg) levels reaching 400 mg/dl. Customer delivered a bolus and administered a manual injection to address elevated bg levels. Customer changed the infusion site and resumed insulin therapy.